Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, yellow particles in the device inner surface, a void >1 mm in non-textured and one curved opening. A microscopic analysis and leak test were performed which identified one sharp opening and wear / abrasion. Fill inspection was performed and identified no blockage in the valve. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp opening in the side patch bond edge assessed as an unidentified (tear) opening. Additional, changed, and / or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation¿. Device remains implanted.